Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site, subsequently, resulting in explantation of the device on (B)(6) 2013. The device is currently unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report filed january 16, 2014.